Manufacturer narrative:
Model # 99-0027/14, catalog # 400-254 (lot below), serial # (B)(4), lot # 0928060, expiration date: 11/01/2014, expiration date: 01/01/2015. Device manufacture date: 01/10 & 11/09. All three star components were removed after 2 years. Pt's ankle was fused. Visual evaluation shows inconsequential wear to components. Review of manufacturing records showed no anomalies.

Event description:
Pt had the star total ankle components removed and ankle was fused.